Event description:
It was reported the asymptomatic patient presented for an implant procedure. During implant, the leadless ventricular pacemaker had slow conductive telemetry due to the patients very slow heartrate. The device was reprogrammed and successfully implanted. The patient was stable.